Event description:
It was reported that the right atrial (ra) lead dislodged sometime over night post implant. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:a 5086mri58 lead: (B)(6) 2014. (B)(4).